Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08820. It was reported that the patient presented for a follow up in clinic. It was noted that pacemaker interrogation took long with different programmers and testing and diagnostics could not be completed. Flipping a wand on a programmer upside down appeared to work and interrogation was able to be completed on the pacemaker. It was noted upon interrogation that the pacing lead impedance on the right ventricular lead was low. No changes were made. The patient was stable and being monitored.